Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on november 23, 2021.

Manufacturer narrative:
This report is submitted on september 2, 2021.

Event description:
Per the clinic, the patient experienced poor sound quality and discomfort with the device. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.